Manufacturer narrative:
Investigation summary: device received in bd japan. Evaluated and verified complaint of lid issues. Root cause found to be unknown after contacting supplier but most likely root cause due to improper handling.

Event description:
Samples received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a report about the sharps collector's lid that doesn't shut properly. When using it, customer tried to join the lid and the main body, but there was one place out of the four corners where the fit was poor, and the lid would not close.